Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after the mesh was implanted, the patient experienced erosion and urinary incontinence. The patient underwent mesh removal procedures on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2010.